Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer has two instances where she blacked out due to hear blood glucose going low. After the troubleshooting was done, customer was advised to speak with ER healthcare provider regarding the low blood glucose.